Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was down and was stuck on the blue windows screen typically seen during reboots. There were no notifications in health site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and stuck on windows screen. A technical support specialist ran the station configuration; however, the application did not launch. The tss copied the remote support service folder from a working station, reran the station configuration, and set carefusion application (cfnapp) folder permissions, after which the application successfully launched. The tss attached the knowledge articles (station boots to blue screen/app does not auto-launch), (medapplication not launching automatically; station at blue screen) and (station got stuck on cfnapp desktop blue screen after upgrade - credential manager enabled). Both the stations were up and running after a reboot. The system functioned as intended after the technical support specialist troubleshot the device.